Event description:
A doctor reported to baxter an issue of leaking povidone iodine l from the connection between transfer set and mini cap during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). Baxter received one used set with cap on dark blue connector and no cap on patient connector in reference to leak. During visual inspection it was noted that the set contained residue on dark blue connector between cap and connector. The complaint was confirmed in the lab for leak due to the residue. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device has been received by baxter, and the evaluation has not yet been completed. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.